Manufacturer narrative:
On 12th nov 2025, the user informed senseonics that the user's cgm showed results that were different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Visual inspection of the returned sensor did not reveal any anomalies. In-house testing of the returned sensor showed no malfunction. A review of the in-vivo data did not reveal any anomalies either. Review of the overall system performance in dms confirmed that sensor inaccuracies were observed; however, no definitive failure mode could be determined from the in vivo data available. The potential root cause may be related to in vivo conditions affecting the sensor hydrogel during the reported timeframe, which could not be reproduced during in-house testing. This may occur in some instances where a failure mode present in the body is not replicated in the lab. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 09 feb 2026. G3.date received by the manufacturer? 09 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading. The patient observed measurement deviations between cgm and blood glucose (bg) and provided several examples for review. The issue was escalated to next level support who reviewed the examples and the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.